Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis did not confirm nor replicate the customer reported complaint. An incomplete failure analysis occurred because of the physical damages to the tube extension which prevented normal use of the instrument. The mcs instrument was found to have a broken tube extension at the distal end., and no pieces were missing.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of the reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was unable to articulate. The procedure was completed with no reported injury.